Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that an unspecified battery life issue had occurred. Reportedly, there was no damage to the battery cap or the battery compartment and there was no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the black box showed one replace battery alarm was observed on 3/22/2014. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. The pump¿s current draws were within specifications. The pump case was removed, and no evidence of moisture contamination was observed inside of the pump. There was no evidence of intermittent contact with the battery terminal contacts. The battery life issue was observed in the history but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.